Manufacturer narrative:
A sample was received for evaluation outside the original packaging (blister). Visual inspection identified a hole in the extension of the equipment tube, causing leak when submitted to solution flow. It was also observed the presence of a point with burned material, causing the hole in the equipment. The reported issue was verified. The cause was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed during priming of a solution set. There was no patient involvement. No additional information is available.